Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump got hot while charging. Reportedly, the customer was hospitalized for an elevated blood glucose (bg) level. The contact stated they believed the pump getting warm might have impacted the insulin. The contact declined to provide customer's name, event date, or any details.